Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany it was reported that patient faced an infusion set occlusion event on (B)(6) 2024. Blockage was located at the site. Patient noticed thier symptoms within 3 or more hours of insertion. The insertion of site was upper buttocks. Patient regularly rotated site location. Patient confirmed that the introducer needle was ahead of the cannula prior to insertion. Patient changed supplies as necessary and resumed insulin therapy. No further information was available.